Event description:
The customer stated that while running one pt sample on the axsym digoxin iii assay, error code #1113 (invalid test result, read value (#) was generated. The customer stated, a result was obtained after re-centrifuging the sample. There were no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.